Manufacturer narrative:
(B)(4). Corrected data: brand name corrected to rusch safety clear magil cuffed et tube. Catalog # corrected to 112080065. The sample was returned for evaluation. A visual exam was performed and it was found that the 15 mm connector was missing from the device. It was also observed that there was a connector insertion mark on the tube indicating that the connector was attached at some point. The reported complaint could not be confirmed as an incomplete device was returned for investigation. A root cause for the reported issue could not be established.

Event description:
Customer complaint alleges "ett tube connector was not attached". Alleged defect reported as detected during use. No patient injury or consequence reported.

Manufacturer narrative:
(B)(4). The device involved in this complaint has been returned to the manufacturer. However, the investigation of said device is still in progress at the time of this report.

Event description:
Customer complaint alleges "ett tube connector was not attached". Alleged defect reported as detected during use. No patient injury or consequence reported.